Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states that patient experienced ae for tibial migration and aseptic loosening. Event does not meet the definition of serious and is considered severe. Event is possibly related to device and probably related to procedure. It was also stated that there was a revision of tibiaa and insert components due to aseptic loosening occured on (B)(6) 2017. Considered resolved.